Event description:
Account is getting implausible pt results for creatinine and calcium. The incorrect results were not reported. The field service representative found the sr valve was damaged and repaired the instrument by replacing the valve.